Event description:
Covidien received a report alleging a n-560 with no audio during the post. No pt involvement. Caller isolated to main pcb board. Customer declined to return the unit for investigation and will most likely discard it.

Manufacturer narrative:
No product returning. Product info has been provided to caller regarding the replacement of the main pcb.